Event description:
During an atrial fibrillation procedure, when inserting the ice catheter through the 10 f sheath, it was noted that the tip of the ice catheter was fractured. The catheter was replaced, the issue was solved, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA was initiated to investigate the root cause of the viewflex broken tip/transducer related issues. The primary root cause of this issue was determined to be a design/process issue related to the protective tube diameter in the packaging tray and instructions for removal of the catheter from its packaging by the user. The corrective actions to mitigate this issue were completed, and the CAPA is currently in the verification of effectiveness phase.